Manufacturer narrative:
Additional event information included. Device investigation narrative - one powermax elite motor drive unit, part number 72200616 was received on june 21, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was observed. Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. The motor/gearbox could not be removed from housing due to corrosion inside housing. The motor tacs tested good. The gearbox appears to be corroded internally. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. UDI: (B)(4).

Event description:
It was reported that the device was used for the first 15 minutes of the procedure. The burn was discovered after the procedure. The patient is now under treatment for the burn. The size of the burn is length 18 cm with a depth of 17 mm. No other patient information is available.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported the powermax elite mdu handpiece overheated and burned the patient. There is no additional information available.